Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. The impella products were not returned for evaluation. The clinical investigation follows: patient has calcified aorta. Cutdown was performed to right axillary and the artery was found to be heavily calcified. Decision then made to place graft directly onto aorta and graft tunneled to right chest. Omni flush used to cross av. 5.5 inserted with ease into lv, initially deep, but then pulled back to ~5cm. Patient was found to have some bleeding while closing the chest. The cause of the access site bleeding was patient condition since patient had heavily calcified aorta causing many problems.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced bleeding from their access site of the impella. It was noted that direct access was utilized after it was observed that a right axillary insertion would not be possible due to heavy calcification in the vessel. Once the graft was trimmed and secured around the repositioning sheath, some bleeding was observed while trying to close the chest. The patient subsequently received four units of packed red blood cells to counteract the blood loss. Support continued with the implanted pump following the intervention.